Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms repeated while the pump was charging. Customer's blood glucose was in the 100 mg/dl range. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.